Manufacturer narrative:
H6: results code updated; h6: conclusion code updated; h6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The initial procedure was completed successfully with a good, fully patent angiographic result. The patient was discharged from the hospital. It was reported that the patient then returned on (B)(6) 2020. The computed tomography angiograph (cta) revealed an occluded right ipsilateral limb of the main body (gore® excluder® aaa trunk-ipsilateral leg endoprosthesis) from the flow divider down through the limb. The patient was being scheduled for a reintervention. On (B)(6) 2020, dr. (B)(6) reintervened and performed a thrombectomy of the right ipsilateral limb, ballooned at the flow divider with 10mm, 12mm, and 14mm balloon. Ivus revealed limb still remained compressed at 5mm. He placed a 14mmx40mm protégé self expanding stent and post dilated with 14mm balloon. Ivus revealed 7.6mm flow lumen and the physician stated he believes ¿the cause is a chunk of calcium and the flow divider on the right side and the angle of the graft laying on that calcium that it is not allowing it to fully open up¿. The physician stated post angio looked good and had good distal pulses and the patient will continue his coumadin. Another CT will be performed prior to discharge.